Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Diopter: +15.5. Lens not returned. (B)(4).

Event description:
The reporter stated the surgeon implanted a cc4204a +15.5 diopter collamer single piece lens in the patient's right eye. The lens was torn as the surgeon advanced the lens in the injector. The tip of the cartridge touched the patient's eye. There was no patient contact with the lens. Backup lens, same model and size was implanted without any injury. Cause of lens tear is unknown.

Manufacturer narrative:
Method: device history record review, medical review. Results: based on the results of the DHR review, the available information given within this complaint, and work order search, a conclusion can be drawn that nothing in the manufacturing, sterilization and packaging processes of the lens is likely to have contributed to the complaint. The root cause of the complaint is unknown. Per medical review: reportedly, single-piece collamer iol was torn during advancement through injector requiring intraoperative lens exchange. No reported incision enlargement or any other tissue damage. According to the report dated on (B)(6) 2015, only tip of injector had patient contact, not the lens. The same report stated that the cause of the event was unknown and that backup lens of same model was implanted without any patient injury. Conclusion: based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).